Manufacturer narrative:
The electrode lot number and expiration date were not provided. It was noted the customer had been having pipettor system errors. The field service representative adjusted the valve on the water supply pump and the gear pump pressure. Checks were performed and the system is working within specification. Calibration and qc were acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable k electrode results for 1 patient sample on a cobas c 303 analytical unit. The initial result was 5.79 mmol/l. This result was reported outside the laboratory and was questioned by the physician. A new sample was tested and the results were 3.76 mmol/l and 3.77 mmol/l. The first sample was repeated and the result was 3.95 mmol/l. This result was closer to the value of the second sample. This result was believed to be correct.

Manufacturer narrative:
The customer has not complained of any further issues. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.